Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, january 1, 2025, was selected as the best estimate based on the date the complainant first reported symptoms. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2330 is being used to capture the reportable event of pain.

Event description:
A patient who underwent a spaceoar placement procedure and fiducial marker removal reported experiencing perineal pain localized to the left side, one-month post-procedure. The patient had been taking ibuprofen, but the pain recurred upon discontinuation of the medication. Consequently, medrol has been prescribed.